Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient wanted to know if increasing stimulation would help with her symptoms. The patient stated that yesterday she had a number of bowel leaks and she increased stimulation from 2.2 to 2.5. The patient also noted that the device had been working well even during the evaluation. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the sudden bowel leaks was due to "gaping" rectal sphincter that was found doing a colonoscopy in (B)(6) 2018. There were no further symptoms or complications reported or anticipated.